Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient had a cgm accuracy issue 2 days after the sensor was inserted into the abdomen. On (B)(6) 2024, the patient was feeling dizzy and passed out. It was noted the patient was brought to the emergency room (but it was not specified by who). The patient's cgm was reading 77 mg/dl, and the bg meter was reading 565 mg/dl. The patient was treated with IV saline and IV insulin. It was not reported how long the patient was unconscious nor how long she was in the ER prior to discharge. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.